Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the strain relief was pulled out causing a motor fault during the bench test, which confirmed the original complaint issue.

Event description:
Customer states that while using his chair the chair began to shake and the right rear wheel is not touching the ground.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that while using his chair the chair began to shake and the right rear wheel is not touching the ground.